Event description:
It was reported that during the carotid stent procedure, the patient experienced a stroke. The start date 2005, stop date is unk. The condition is not pre-existing and unk if related to the product. No action/treatment was administered. The event resulted in new/prolonged hospitalization. The patient outcome is unk.

Event description:
Results of CT scan performed in 2005 indicated "a small to moderate right mca-pa watershed territory infarct which may be chronic. There is an area of possible subacute edema, possibly subacture infarct and left posterior temporal and periatrial deep subcortical white matter, without significant mass effect or hemorrhage. Further eval with MRI to include diffusion weighed imaging can also be helpful. There is also moderate cerebral cortical atrophy with mild enlargement of the ventricular system consistent with atrophy. There are moderately dense intracranial arterial calcifications in the cavernous ica's. There is a small, chronic infarct or lacune noted in the right posterolateral cerebellar hemisphere, possibly in the right pica territory." No additional info was available.

Event description:
Product complication: none time of complication: 1-day post-procedure symptoms: left hand and arm weakness, generalized weakness, headache, dizziness. Additional info - results of CT scan performed on 8/30/2005 indicated "a small to moderate mca-pa watershed territory infarct which may be chronic. There is an area of possible subacute edema, possibly subacture infarct and left posterior temporal and periatrial deep subcortical white matter, without significant mass effect or hemorrhage. Further eval with MRI to include diffusion weighted imaging can also be helpful. There is also moderate cerebral cortical atrophy with mild enlargement of the ventricular system consistent with atrophy. There are moderately dense intracranial arterial calcifications in the cavernous ica's. There is a small, chronic infarct or lacune noted in the right posterolateral cerebellar hemisphere, possibly in the right pica territory." No additional info was available.